Event description:
It was reported that the patient was admitted unresponsive on (B)(6) 2026 with persistent low flows that resolved. The ventricular assist device (vad) coordinator was concerned about possible extrinsic outflow graft obstruction (eogo). The log files were submitted for review. The log files captured low flow events on 30may2026. The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. It was later communicated that the cause of low flows was due to profound shock with hypotension and respiratory acidosis. Eogo was not confirmed and the patient was stable with no low flows since on (B)(6) 2026. The device operated as expected. The patient recovered and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause could not be determined through the evaluation; however, the account communicated the cause was due to profound shock with hypotension and respiratory acidosis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file collectively contained events from 30may2026 through 01jun2026, per the timestamps. Intermittent low flow hazard alarms were captured on (B)(6) 2026. Additionally, pulsatility index (pi) values appeared to be elevated. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses all pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.